Event description:
A male teenage patient with left femur monostotic fibrous dysplasia; left femoral deformity was admitted and taken to the or for a left femur osteotomy, sofield type; left femur scar revision, 17cm in length. During the procedure, the surgeon introduced a guidewire from the tip of the greater trochanter in an intramedullary fashion and made an incision to allow the initial 15mm starting reamer to be introduced 5 cm into the greater trochanteric area. The surgeon initially was using an awl to open up the canal and a small fragment of the awl broke off in the bone. The metal piece was found to be stable and not in the way of the continuing procedure.